Event description:
It was reported that the armada 14 was inflated once at 14 atmospheres in the mildly calcified, non-tortuous left popliteal artery via contralateral access. The armada was used to treat in-stent restenosis in the left superficial femoral artery (sfa), but the armada was advanced below the sfa stent. The armada was slow to deflate, taking approximately 90 seconds for it to fully deflate. The patient did not complain of pain during the slow deflation. The armada was removed and replaced with an 035 armada to treat the restenosis. There were no device issues with the 035 armada. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient weight. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue was unable to be confirmed. Based on a visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.